Event description:
It was reported that a partial power on reset (por) was observed on the remote monitoring transmission and a critical ram parity error was found. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: other product: 4076-45 crdm non-defib lead implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned, however, we did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated a partial electrical reset.

Event description:
It was reported that a partial power on reset (por) was observed on the remote monitoring transmission and a critical ram parity error was found. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.